Event description:
The customer reported that the 9900 system shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. There was variation in the hospital line voltage, causing the system to shut down. The customer will correct the room power. The system was tested and found to be working as intended and put back into service.